Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit ID #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11 investigation: the run data file (rdf) was analyzed for this event. The signals in the run data file indicate that around minute 112 needle line access may have shifted and impacted the system's ability to efficiently separate blood components. The operator eventually ended the procedure during a scheduled clearing. Based on the available information, you may consider counting this donor's next few platelet donations for wbcs to verify that this failure is not donor related. If no donor specific leukoreduction failure trend is observed, return to your normal processes. You may also consider selecting a lower targeted yield for this donor. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a root cause assessment was performed for this complaint. Based on the available information, you may consider counting this donor's next few platelet donations for wbcs to verify that this failure is not donor related. If no donor specific leukoreduction failure trend is observed, return to your normal processes.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit ID #: (B)(4) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The signals in the run data file indicate that around minute 112 needle line access may have shifted and impacted the system's ability to efficiently separate blood components. The operator eventually ended the procedure during a scheduled clearing. Based on the available information, you may consider counting this donor's next few platelet donations for wbcs to verify that this failure is not donor related. If no donor specific leukoreduction failure trend is observed, return to your normal processes. You may also consider selecting a lower targeted yield for this donor. Investigation is in process, a follow-up report will be provided.